Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient is charging too often. The patient and caller stated that the patient recharged for the first time last night and this morning it stated that they needed to recharge. The patient uses hd programming and had charged to 100%. It was reviewed that the hd programming will deplete much quicker and suggested that the patient needs to recharge fully and monitor how quickly the ins depletes. At the patient's next appointment with a manufacturer's representative (rep) they should request a recharge interval calculation. No further complications were reported or anticipated. No symptoms were reported.